Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was found to have a sensor issue, as it repeatedly prompted the user to shut the drawer despite it being closed. A field service engineer (fse) identified that half height drawer was intermittently sensing as open. The initial diagnostics on the hardware test application (hta) showed inconsistent results. Despite reseating all cables and confirming the retractor band was intact, the issue persisted. A loose mini drawer cable on 1.15 was found and reseated, and all bus cable connections were checked and secured. The open/close sensor on drawer 2.2 was found to be faulty and was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer seems to have a sensor issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.